Manufacturer narrative:
An event regarding a fractured trident driver was reported. The event was confirmed. The device was returned in used condition. The tip of the hexalobular feature is fractured; deformation to the remaining portion indicates the fracture occurred while tightening a screw, consistent with the event description. The investigation concluded that the root cause was determined to be application of excessive force by the user. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. The complaint history review indicated there has been one similar previous reported event for this lot ID.

Event description:
It was reported via stryker sales rep that the surgeon was hand tightening a cancellous bone screw into a tritanium primary cup when the tip of the universal driver shaft broke off and remained inside the screw head. Surgeon noted the screw head was fully seated in the cup and proceeded with surgery with minimal delay.

Manufacturer narrative:
Based on the limited information available, the event could not be confirmed and the cause could not be determined. Device discarded by hospital.

Event description:
It was reported via stryker sales rep that the surgeon was hand tightening a cancellous bone screw into a tritanium primary cup when the tip of the universal driver shaft broke off and remained inside the screw head. Surgeon noted the screw head was fully seated in the cup and proceeded with surgery with minimal delay.